Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the base frame has broken.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, broken frame/weld. Right side frame seat tab broken off. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the frame of having a fractured right seat hinge bracket. The fracture appeared to be caused from mechanical stress. Complaint was confirmed. The underlying cause is mechanical stress. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Provider states the base frame has broken.